Event description:
It was reported that the pump functioning well for 3 days then suction lost on dressing, pump continuously alarming and green light remained on. Multiple attempts to manage possible seal break but no success as pump faulty. Dressing appeared secure and sealed.

Manufacturer narrative:
(B)(4).